Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple temperature alarms and the pump was hot to touch while charging. The pump was not exposed to abnormal temperature conditions. Reportedly, the alarms repeated while the pump was charging. Customer¿s blood glucose level was 150 mg/dl at the time of the report. The customer continued using the pump and had manual injections for insulin therapy.